Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) failed to deliver energy. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The t.w. Power supply device was returned to the factory for evaluation. There was evidence of clinical use and no evidence of blood. A visual inspection was conducted. Slight cracks were observed above and below the extension cable connector on the case of the power supply. The device was evaluated for its electrical function. The device was connected to a power cord and the power switch was turned to the "on" position. The device produced energy. The green indicator light did illuminate and the device provided energy to a reference hemopro device and extension cable. Based on the results of the investigation, the reported failure mode ¿failure to deliver energy¿ is not confirmed, however the analyzed failure mode "crack¿ is confirmed.